Event description:
It was reported that the patient presented to the hospital after hearing an alarm and complaining of feeling weak and tired. Interrogation revealed that the right ventricular (rv) lead experienced short interval counts (sic) as weel as 39 non-sustained ventricular tachycardia (vt) intervals. While testing the patient, several oversensing episodes were recorded resulting in bradycardia. The rv lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).